Manufacturer narrative:
(B)(4). Evaluation summary: this complaint for a damaged minicap was confirmed during the sample evaluation and the root cause was determined to be a molding issue during manufacturing. The unit was visually inspected and the sample was confirmed to have small cracks. The unit was then underwater pressure tested at 8psi for 10 seconds and no leaks were detected. A measurement of the parameters was taken and all the parameters and checks were within limitations.

Event description:
A customer contacted baxter (B)(4) regarding damage to a minicap. The customer reported that when they went to use the minicaps they found the minicap was cracked and leaking. During a follow-up with the caregiver, they stated that the minicap was not leaking, but found hair line crack on the minicap and did not use it. The process is before use. There was no patient involvement. The patient is okay and continued with their therapy.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.